Manufacturer narrative:
This product is registered as a combination product. Analysis was normal. No anomalies were found.

Event description:
Related manufacturer reference number: 2017865-2020-05929, related manufacturer reference number: 2017865-2020-05930, related manufacturer reference number: 2017865-2020-05932. It was reported that the patient had their implantable cardioverter defibrillator and three leads explanted due to an unspecified infection. The patient was stable throughout the procedure.